Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon of the delivery system is well folded and show no signs of inflation. Judging from the xray markers the stent is displaced on the balloon by about 2 mm in distal direction. The stent is severely deformed at its distal end, i.e. Several struts are bent. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped on the balloon at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the mid lad. The orsiro was attempted to be advanced but could not cross the lesion. Therefore, the device was withdrawn, and it was detected that the stent was dislocated on the balloon. The device was not used anymore. Another orsiro with same size was used to complete the intervention. (B)(6) 2022 originally opened on wrong device, on MDR-1028232-2022-03851. That report closed and this report opened to replace it. UDI (B)(4).